Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: h2, h6, corrected field: h11. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, and tac guided the customer to access the cv-190 menu to print images. The customer informed tac that individual images in the internal buffer were grayed out and could not be manipulated. Tac explained that when a release of images from the cv-190 to a printer is attempted and fails, the images may become grayed out and cannot be further manipulated. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the cause could not be established for the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had the grayed out. There were no reports of patient harm.